Event description:
Per the clinic, the device had extruded (date not reported), resulting in a decision to explant the device. The device was explanted (B)(6), 2015 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed january 21, 2016.

Manufacturer narrative:
(B)(4). The device is currently unavailable.